Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading at the time was 207 mg/dl. The customer mentioned that the insulin pump is at times being worn in the bra without a bra pouch or case. Advised customer that exposure to moisture could lead to potential keypad issues. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump has intermittent button response due to moisture damage on keypad traces. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube window, cracked reservoir tube, missing end cap sticker and broken battery tube threads.